Event description:
The customer reported a high number of false positive results due to suspected contamination. The exact number is unknown and most of the results were not likely reported.

Manufacturer narrative:
Investigation conclusion: the customer reported the issue resolved after they implemented changes to their sterilization process. Root cause: contamination. Source: phone.